Event description:
It was reported that during the implant procedure the lead was unable to be positioned. It was noted that the lead was introduced into the posterior lateral cardiac vein but was unable to be secured in a stable position. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).